Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited atrial undersensing, high atrial threshold and low intrinsic amplitude measurements. The lead was visualized on fluoroscopy and it showed stable position. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.